Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the jaw of the probe broke off inside the pt but was able to be retrieved. In addition, the procedure was completed with another olympus device. No pt injury was reported.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.